Event description:
It was reported that, the monitor exhibited no input message on screen and displayed no image. The issue was identified at the time of inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting included testing three different sdi cables and two different secondary monitors with no resolution. Tac then advised connecting the monitor directly to the processor 3g sdi out, at which point the image displayed correctly. Based on these findings, tac determined that the issue was not related to the olympus monitor or sdi cable but was likely associated with the third-party inogeni video adapter, the writer pc dvi output, or an incorrect/damaged video signal or resolution setting from the pc. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.